Event description:
On 05/07/1997, the MFR rec'd the following info from it's international distributor regarding a facility in the territory: distributor has rec'd a complaint with regard to catheters from a facility. The facility has been requested to fill out a complaint form which will be forwarded to MFR in due course. Additionally, it was stated that the international distributor has exchanged the facility's stock of affected lot number with a different batch/lot number, and replaced the devices free of charge. No further details were provided.